Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) evaluated and repaired the device on-site. Although the fse was able to duplicate the issue, the cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, the event was likely due to repeated use for a long period, the pins and locks of the video connector receivers wore-out, and the contacts between the video connector and video connector receivers became unstable. Poor electrical contact may result in incorrect image transmission between the camera head and the video processor, resulting in dots on the screen.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there were dots on the image of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure and the cable break which might have caused the reported phenomenon. There was no report of patient injury associated with this event.